Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: pump. (B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine (25 mg/ml at 1.2 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 it was reported that a critical alarm was occurring; the pump was in safe state. Per the patient, the pump had stopped a few months ago. The reporter was not able to provide when exactly it had occurred. The pump was being replaced on the date of the report. It was noted that the patient did not feel well around the time the pump stopped. The drug was being moved from the old pump to the new pump during the replacement procedure. When looking at the report from the pump, the year was incorrect. It showed that the ¿pump stopped due to eos in march 2059¿. On (B)(6) 2016, additional information was received from the company representative and it was reported that no troubleshooting was done with regards to the alarm or the pump being in safe state. Per the reporter, the cause for the safe state and stopped pump was that the pump had simply stopped due to eos (end of service). On (B)(6) 2016, additional information was received from the company representative and it was reported that the event was that the pump had reached eos and on interrogation at the replacement procedure the year was noted as ¿2059¿. No troubleshooting or actions/interventions occurred related to the incorrect year displaying. The cause for the incorrect year displaying was unknown. There was no attempt made to resolve the incorrect year issue.